Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377845, lot # v017666, implanted: (B)(6) 2007, product type lead; product ID 399930, lot # v010129, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information received reported that right after implant in (B)(6) 2007 there was a couple of bands on the third lead that shorted out right away. It was noted that a couple of them weren¿t working but the patient had other programs that were good. It was noted that the device worked real well for him and it felt good.

Event description:
It was reported that a couple of the electrodes shorted at implant. It was noted the patient¿s therapy was giving him pain coverage. No further information was provided at the time of initial report. Additional information was requested. A supplemental report will be filed if additional information is received.